Event description:
It was reported that the patient presented in-clinic for an unrelated procedure. Prior to the procedure upon interrogation, it was noted that the right-atrial (ra) lead exhibited noise. As a resolution the ra lead was capped and replaced on (B)(6) 2024. The patient condition was stable.